Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b3, b4, b5, d2, g1, g3, g6, h1, h2, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
There was no additional information provided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing deficiencies. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Event description:
It was reported that the batteries inside have exploded on the shelf and caught fire. There is no information provided regarding the timing of the event or if there was any patient involvement/harm that may have occurred. Due diligence is in progress. No additional information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1: telephone: (B)(6). G2: foreign: united kingdom.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, g1, g3, g6, h1, h2, h6, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery, the batteries inside have exploded on the shelf and caught fire. The item was on the shelf unopened, the scrub nurse opened it and saw that the battery compartment had burst, and there was ash residue in the case. There was no patient involvement. Due diligence is in progress. No additional information is available.